Event description:
Reporter indicated that when vns pt entered a booth at an arts and crafts show where magnetic jewelry ranging from 20 gauss to 12,000 gauss was displayed for sale, they began having numbness and tingling throughout their body for the next two days. It reported that their device did not stimulate again until the evening of the second day after they had entered the jewelry booth and that the pt had an increase in seizures during the time that their device did not stimulate as programmed. Further follow-up revealed that the pt's condition is stable and that the event has resolved.